Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the barb wire fitting for the manifold was leaking. Additional malfunctions include the tie wraps for the sieve beds was replaced.